Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml gablofen baclofen at a dose of 988 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that following refill on (B)(6) 2017 the patient experienced increased spasticity and "twitching" of his legs and itching. The patient resided in a skilled nursing facility and was taken to the medical center emergency room. No known environmental/external/patient factors that may have led or contributed to the issue. The patient was admitted for possible baclofen withdrawal. The patient was taken to the intensive care unit (ICU). On (B)(6) 2017, the pump was interrogated and the logs showed normal use, refills, and restart after refill. The patient was no longer having leg spasms. The patient was taking oral baclofen and at this time a dye study had not been scheduled. The patient was given oral baclofen when symptoms started and the hcp wanted the catheter to be checked. The issue was not resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.